Manufacturer narrative:
No physical sample was received; however, a photo was received for evaluation. Per the visual inspection of the photo sample, it was noted that the lube syringe was without content and tip. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip was missing from the syringe. The device was used for training purposes.

Manufacturer narrative:
No physical sample was received; however, a photo was received for evaluation. Per the visual inspection of the photo sample, it was noted that the lube syringe was without content and tip. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Only a photo sample was received.

Event description:
It was reported that the tip was missing from the syringe. The device was used for training purposes.